Manufacturer narrative:
The insulin pump alarmed for a motor error due to a corroded motor home switch. The insulin pump had minor scratches on the display window, cracked display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a motor error alarm during bolus on his insulin pump. Blood glucose level at the time of the call was not provided. No further information was provided.